Manufacturer narrative:
This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that the threaded tube was stuck inside the reduction tube assembly, the reduction insert was loose, and had all 8 fingers were broken off and missing. When the threaded tube was removed from the assembly, all 8 of the fingers from the reduction insert fell out. There are scrapes around the tip where it engages the polyaxial screw heads. All the other components, including the separate green handle were present and had no damage. It is concluded that improper assembly of the instrument (not fully seating the insert) by the or staff likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break. An internal corrective action has been opened to address the root cause of this issue.

Event description:
During a scoliosis reduction procedure, the plastic inserter on a matrix threaded persuader broke. To complete the procedure, surgeon used a simple persuader. Patient was not harmed. Persuader is available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for complaint (B)(4).